Event description:
It was reported that during a gastric bypass procedure, when the device was in place and the instrument was fired, the instrument did not activate, it did not cut or staple. A piece of the reload broke off (orange piece). The scrub nurse noted that something felt odd when the reload was loaded into the stapler. The surgeon was able to refire the instrument with another reload from the same lot number with no issues. No pieces were left in the patient and no complications arose as the device locked out. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. What location on the tissue was being stapled? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Unknown. Echelon only ¿ during which firing stroke did the event occur? Unknown. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Before blue after blue and white. Was buttressing material used? No. Was the instrument fired across or near existing staple line(s) or clip(s)? Unk. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, opening or firing)? Yes. If yes, please explain: putting in reload scrub nurse said it felt a little bit different after use, did each of the triggers and buttons automatically return to their original (pre-fired) positions without intervention? Yes. Was there any difficulty removing the device from tissue? No. Does the patient have any relevant history of surgical treatments? Unk. Has the patient recently had radiation or chemotherapy? Unk. How long has the surgeon been using this device for this procedure (in years)? Years - (5+). Was there a recent conversion to ees devices in this account /surgeon? No. Is there any other additional information you would like to share about this device/procedure? Device worked w/ other reloads from same lot w/ no further issues, no complications were reported as device did not fire it just broke. The orange piece (they retrieved all pieces). An ecr60b cartridge reload was received for analysis. The cartridge reload was received unfired. Additionally, the one piece sled was found to be broken in the area that interacts with the knife, making the reload non-functional. No functional test could be performed due to the condition of the reload. While no conclusion could be reached as to how the one piece sled became damaged, it should be noted that as part of our quality process, 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.